Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and was sick. The customer stated they threw up. They had a high blood glucose level that was over 600 mg/dl. They changed the infusion set and their blood glucose was coming down. They treated with the insulin pump. Their current blood glucose level was 223 mg/dl. It was noted that the bolus wizard setting was not set to us. They were assisted with changing the setting. The device will not be returned for analysis.